Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a cyst gastrostomy procedure in the stomach. According to the complainant, during the procedure, the balloon was inflated and successfully dilated the tract; however, the balloon would not fully deflate. The catheter was cut to remove the device from the endoscope and the water drained from the balloon. The dilation had been completed with this balloon and a stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The suspect device is not available for analysis. However, if any further relevant information is received, a supplemental MDR will be filed.